Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) serial number (B)(6), revealed it is stuck on checking the recharger screen. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reports for the past couple weeks getting battery empty charge controller battery soon which its fully charged and will see system problem rm 04 contact mdt. Pt states taking long time to charge when does get to charge and noticed this am the rtm was warm which never happened before. Pt states they reset equipment and the message clears however the same error will pop up again. Pt called back stating that they received the replacement recharger on friday and so they recharged the ins saturday morning. Pt said that the controller battery was then in the red so they recharged the controller (pt noted that the controller was quick to recharge). Pt said that they normally recharged the ins every morning and that the battery would always be down to 50% or 60%, however every morning since sunday both the controller and ins batteries were reading as 100%. Pss suspected that the stimulation was off. Pss had the pt unlock the controller and check the main therapy screen and pt confirmed seeing a message saying stimulation is off. Pss walked the pt through turning stimulation on using the white button on the top of the controller. Pss advised the pt that they should start seeing the ins battery deplete as the stimulation was being used.